Manufacturer narrative:
E1: Initial Reporter Facility Name - (b)(6) HOSPITAL. A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 29-NOV-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS: The reported condition of Cubies not detected on bus was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process. According to work order #(b)(4), the FSE reported that the unit was inspected and intermittent failures were detected in station drawer one. After testing, the retractor band was replaced, connections were secured, and debris were removed. To verify the repair, the customer inventoried medications and confirmed satisfactory system performance. During DCHU Visual Inspection: PN 353844-01: A visual inspection and a microscopic inspection (NCR: C15-3125) of the returned material were performed, which showed damage on two lines of the flat flex cable, in addition to exhibiting bends in the structure. During DCHU Testing: PN 353844-01: No functional tests were performed due to physical damage of the received part. The device was in use for treatment purposes as intended per-21 CFR 820.198(d). ROOT CAUSE: The root cause to the reported failure Cubies not detected on bus is attributed to the physical damage of the part PN 353844-01 which produces a miscommunication.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ 4000 Integrated Main, the cubie not detected on bus. As per part investigation, it was determined that damage on two lines of the flat flex cable, in addition to exhibiting bends in the structure which led to thermal damage. There was no delay, no adverse events or injuries reported based on this event.